Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a port placement procedure using the powerport isp MRI. Prior to the procedure, it was reported that discoloration (yellowing) was observed on the inner packaging paper when the product was unpacked and prepared for implantation. There was no patient contact.